Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. Icp catheter has been delivered conform to its specifications. A first visual analysis was performed by quality control laboratory and showed that small blood deposits are present on catheter tubing. No visible defect are have been observed. Then, a functional analysis was carried out and error found by the user was confirmed by connecting the probe to the monitor. A thorough analysis has shown that sensor under silicone membrane was broken. The assignable cause of this breakage is a too important mechanical support performed on the silicone membrane that caused impairement damages.

Event description:
Error e001 appeared during zeroing procedure. Despite the appearance of this error, doctor proceeded to catheter implantation and removed it after two days. No patient outcome has been reported to manufacturer.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. The probe will be analyzed by our quality department and investigation will make possible to know the cause of the incident.

Event description:
Error e001 appeared during zeroing procedure. Despite the appearance of this error, doctor proceeded to catheter implantation and removed it after two days. No patient outcome has been reported to manufacturer.